Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 the sn is unknown. Therefore, also the unique device identifier (UDI) is unknown. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.4 the sn is unknown. Therefore, also the manufacturing date is unknown. H11: livanova deutschland manufactures the 3t heater cooler. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, when the 3t heater cooler device is switched on, the fuse of the dedicated socket in the operating room is triggered. There was no patient involvement.